Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system failed to recognize the medication in cubies. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined system cubie's medication was not recognized. A technical support specialist (tss) confirmed that a hardware failure in one of the cubies caused the system to incorrectly reflect that no medications were loaded, despite the drawer being fully stocked. The tss confirmed this as the root cause and appreciated the prompt manual correction of the medication entries. Then, the tss received no response from the customer after following up and closed the case.